Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were delayed. The reporter denied any evidence of moisture in the pump or any damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. All keypad buttons were responsive to button presses and functional. During investigation, evidence of contamination was found under all keypad contacts. The pump was opened to test the vibration motor; the motor was unresponsive.